Event description:
Device tip was smoldering and caught fire and was removed from the field. The fire dissipated once removed from surgical field and there was no patient injury. Case specifics: fio2 70%, cuff not fully inflated. Handpiece replaced and case was finished without further incident.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection testing performed: visual inspection device: peak plasmablade tna product p/n: ps300-002 lot# 57244 expiration 2015/08 quantity: the device was returned in a (B)(4) box. The device was single bagged in a biohazard bag and was not sealed. The adenoid tip, tonsil tip, hand-piece and tyvek lid were included. The device lot number on the tyvek lid matches the (B)(6) reported lot number. The unit appears to have been used, as evidenced by the charring on the adenoid tip and the melting of the tonsil tip. The plasma blade housing appears to have melted and deformed around the tip. Investigation conclusion: the complaint was confirmed based on visual inspection of the tonsil tip. Similar events have been replicated experimentally in oxygen rich environments > 60% (see (B)(4) investigation write-up). The peak plasmablade tna technique guide states 'observe all standard operating room safety precautions and set up. Be aware that the use of supplemental oxygen with an un-cuffed endotracheal tube carries the greatest risk of fire.' The event was reported ('fi o2 70%, cuff not fully inflated') as being carried out in an elevated oxygen environment. Therefore, it has been hypothesized that the flame occurred due to using this tonsil tip in such an environment. Prior complaint histories and root cause analyses had resulted in (B)(4) being opened and a tonsil tip material change being carried out. (B)(4).